Event description:
It was reported that: prior to use, the physician notices that the swg is kinked. Another device is used instead. No patient involved.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The image shows a kinked guide wire with no evidence of use, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**.

Event description:
It was reported that: prior to use, the physician notices that the swg is kinked. Another device is used instead. No patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: prior to use, the physician notices that the swg is kinked. Another device is used instead. No patient involved.